Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation a representative of university medical center groningen (netherlands) informed cook on 02may2023 of an event that occurred on the same date involving a rosch-uchida transjugular liver access set (rpn: rups-100; lot: 15099943). It was reported that foreign matter could be seen inside of the clear cover of the trocar stylet. This occurred prior to patient contact, and no adverse effects were reported to the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. Cook received one device in a prior to use condition. Rust-like matter was noted on the needle at approximately 16.5cm from the tip (white and cloudy in appearance on the protector). Reddish-brown, rust-like mater was also noted on the needle. A blood test kit was used, and no blood was present. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 15099943 records no related nonconformances. A database search revealed no other complaints under this lot number at the time of this investigation. Additional related lots were reviewed, and no related nonconformances or complaints were found. The information provided upon review of the returned device suggests that the device was manufactured out of specification. However, review of the dmr and DHR suggests that there are no additional nonconforming devices in house or out in the field. Cook also reviewed product labeling. The current instructions for use [t_rups_rev4] state the following: "how supplied upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded this failure can be attributed to a manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional customer information: phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Foreign matter was discovered in the packaging of a cook rosch-uchida transjugular liver access set. The foreign matter was reported to be visible in the clear cover of the needle at 16.5 cm from the tip. This discovery was reported to be made before the procedure. No adverse effects were reported for the patient due to this occurrence.